Manufacturer narrative:
Unit was received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was solid white. It also had a white line running from the top of the screen towards the right side. The device was beeping. They removed the battery but the device continued to beep. The customer¿s blood glucose level was 144 mg/dl. They were driving when they noticed the anomaly. The device had been bumped. The device will be returned for analysis.